Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a gripper actuation issue. It was reported that on (B)(6) 2022 a patient presented with grade 4 mixed mitral regurgitation (mr). A mitraclip xtw (20309r283) was attempted to be used, but there was difficulty capturing the leaflets and the clip became caught in the chordae. The physician was able to free it, however, afterwards the anterior gripper no longer worked and would not lower. The lock lever and grippers were cycled and the knobs were taken off of the device but could not get the anterior gripper to work as intended. The clip was removed with no reported issue. A second clip was attempted to be used, however, the clip was not able to grasp the leaflets. The clip was removed and the procedure was aborted. Mr remained at grade of 4. It was noted that there was no issue with the second clip, but rather, was patient anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported difficult or delayed positioning associated with the difficulty capturing the leaflets resulting in the difficult or delayed positioning associated with the clip interacting with the chordae (anatomy) and single gripper actuation issue appears to be related to the patient morphology/pathology (posterior restriction).